Event description:
It was reported on (B)(6) 2026 that during use the coating of the forceps came off and went into the patient's eye. The coating was removed intra-op successfully and there were no injuries or post-operative complications reported.

Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.